Manufacturer narrative:
No power to foot board and no bed motion.

Event description:
It was reported by service report that there is power to the bed, but no power to foot board and no bed motion. No pt involvement or adverse consequences are reported.